Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. An investigation was performed and the balloon was observed to have a linear tear. Based upon the investigation findings and available information, the complaint was confirmed, as the reported issue was observed. The root cause of the linear tear could not be definitely determined, but it was consistent with over-inflation.

Event description:
It was reported that the balloon ruptured in the patient during the procedure. There was no reported intervention, patient injury, or health damage. The patient 's condition was reported to be "normal."